Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in situ measurements show 4 electrode channels with status hi. An accident or trauma is not known.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to minute device mobility seems very likely. However the patient has reportedly access to sound and no decrease in performance was observed. The clinic plans to further monitor the patient. Should additional information become available, the case will be re-opened and further investigated.

Event description:
In situ measurements show 4 electrodes with high impedance. The patient has access to sound.